Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the sensing and therapy electrodes. Patient thinks she had an allergic reaction to the metal components of the device. There was no alleged device malfunction contributing to the irritation. Patient reported that nurse recommended she apply neosporin on the rash. Follow up indicated that the cream is helping with the skin irritation.